Manufacturer narrative:
One bi-directional, curve d-d, tactiflex ablation catheter, sensor enabled was received for evaluation and one image was submitted. The provided image displayed no contact force on the ensite x gui. However, when the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue and subsequent delay remains unknown.

Event description:
During paroxysmal supraventricular tachycardia procedure, there was no contact force resulting in a delay. When the catheter was inserted into the heart and connected to the tactisys and ensite system, contact force was displayed in purple font as "--g". The catheter and tactisys were reconnected, and the display workstation was restarted, but the contact force value was not displayed. The catheter was replaced, which resolve the issue, and the procedure was completed with no adverse consequences to the patient.